Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). The suspect device was evaluated by an international service technician and stated that the reported issue was resolved by replacing the turbine after calibration. A return materials authorizations has been provided but the suspect turbine has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that when turning on the vela ventilator, the unit displayed a ventilator inoperable (vent-inop) alarm and there was no gas delivery from the outlet. There was no patient involvement associated with the reported event.